Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited oversensing and undersensing on the right atrial (ra) channel. In addition, it was noted that the physician opted to turn ra pacing off. Technical services (ts) recommended programming enhancements. This pacemaker remains in service. No adverse patient effects were reported.